Event description:
Pharmmicist at home care facility reported that three patients had developed an infection and indicated that the bd flush syringes were one item that they had in common. The organism was identified as enterobactor cloacae. The pharmacist also indicated that they did not have any specific indication of a problem with the syringes but were attempting to rule them out as a possible cause.